Event description:
It was reported that the customer had a no delivery alarm during a bolus on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the alarm was resolved by re-enter bolus successfully and changed infusion set and reservoir. The customer doesn't want to return infusion set and reservoir for analysis. The patient was advised to call when alarm occurs in order to troubleshoot. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.